Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The thermogard hq temp mgt console involved in the reported complaint will not be returned for evaluation, as biomed performed functional testing for several hours and the console functioned without issue. Therefore, the service was not required to be performed by zoll.

Event description:
During ivtm therapy, the thermogard hq temp mgt console (sn (B)(6) displayed an error message. The customer was unable to specify the nature of the error but mentioned that the console was alarming and then shut off. No additional information was provided by the customer. The patient's status information was requested, but the customer did not provide a response.